Manufacturer narrative:
Device log files were examined during servicing by the importer and revealed a protocol recovery error was recorded at the time of the event. No other anomalies or irregular usage were documented within the log. Comprehensive investigation and testing conducted by the importer (service provider) failed to replicate the unexpected reset reported by the hospital staff. Upon arrival at the service provider, the device fully complied with all manufacturer specifications relavent to the product problem. Out of the abundance for caution and patient safety, the device's control pcb was replaced. Post-service assessment confirmed adherence to all manufacturer specifications. A thorough review of complaint files for this reportable condition indicates the issue falls within established control limits. No further action is warranted at this time.

Event description:
(B)(6) medical center reported that during inhaled nitric oxide (ino) therapy using the noxboxi device a product problem occurred where the device reset unexpectedly. This event caused a brief interruption in ino therapy, triggering a low no alarm. Hospital staff responded promptly by manually bagging the patient until the device was replaced. No adverse patient outcomes were observed.